Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR) information. Once we get more information, it will be submitted in the supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the sheath could not be flushed. Prior to the procedure, it was found that the sheath was not flushing correctly. An examination of the sheath found that it was kinked, preventing the flow of liquid. There were no alerts on the irrigation pump; the physician found the inadequate irrigation by checking manually. No resistance was felt between the sheath and the catheter in use at the time of the event. The sheath was changed out for another, and the procedure was completed without any patient consequence. The inability to flush through the sheath presents the potential for patient harm, such as thrombus formation. As a result, this event is MDR reportable.

Manufacturer narrative:
On 12/22/2016, a device history record review was performed for this product: the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).